Manufacturer narrative:
Fields updated: d9 device return date, h2, h3, h4, h6, h11 the device was returned to olympus for inspection. A root cause could not be identified. The investigation was not able to confirm the customer's reported failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the high flow insufflation unit screen went out during a procedure and an alarm went off. They restarted the device and then it worked again. There were no reports of patient harm.

Event description:
It was reported the high flow insufflation unit screen went out during a procedure and an alarm went off. They restarted the device and then it worked again. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.